Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer questioned thyroid results for 1 patient sample tested on their cobas 6000 e 601 module. The customer provided the patient sample for investigation. Of the data provided, discrepant results were identified for elecsys tsh assay (tsh) and elecsys ft3 iii (ft3 iii) between the customer's e601 module, an e601 module used at the investigation site and the abbott architect method. It is not known if the initial results from the customer site were reported outside of the laboratory. This medwatch will cover ft3 iii. Refer to medwatch with (B)(6) for information on the tsh results. There was no allegation that an adverse event occurred. The serial number for the customer's e601 module was not provided. The e601 module serial number used at the investigation site was (B)(4). The ft3 iii reagent lot number used at the investigation site was 277945 with an expiration date of sep-2018. Calibration and qc at the investigation site were acceptable. Based on the information provided, a general reagent issue can be excluded. As there was not enough sample remaining, the investigation could not be completed. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The patient sample was also tested by the centaur method with the following results: the tsh result was < 0.008 uiu/ml, the ft4 result was 1.31 ng/dl, the ft3 result was 4.20 pg/ml.